Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided xrays. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. X-ray review confirmed glenoid radiolucency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation, as the device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02810, 02812, 02813, 02814, and 02816.

Event description:
It was reported that the patient underwent an initial left total shoulder arthroplasty. Subsequently, the patient had supraspinatus atrophy noted at six (6) week post-operative follow-up. Additionally, anterior instability was noted at three (3) month post-operative follow-up, however was resolved by one year post-operative follow-up. Glenoid radiolucency was additionally noted at one year post-operative follow-up. The condition remains tolerated. No additional patient consequences reported.